Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, noise causing auto mode switch episodes, elevated threshold and increased output was noted on the right atrial lead. The patient was asymptomatic. No additional information was reported.